Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was beeping. It was determined that the ICD triggered an alert for an out of range shock impedance measurement. The field representative reported that the issue is resolved and that the serial number of the system was not known. No adverse patient effects were reported.